Event description:
Allergic reaction; his throat was swelling up and he had problems breathing. Was listed. Within 20 minutes he was coughing cause he couldn't breathe. He took benadryl and he was ok.